Manufacturer narrative:
(Root cause could not be identified); inherent risk of procedure (stent deformation); no results available since no evaluation was performed (device or procedural images were not returned for review). Evaluation conclusions: (root cause could not be identified); inherent risk of procedure (stent deformation). Unable to confirm complaint (device or procedural images were not returned for review). (B)(4).

Event description:
.

Manufacturer narrative:
Evaluation results: related to operational context-device deformation procedural related. Evaluation conclusion: operational context caused or contributed to the event-device deformation procedural related.

Event description:
Physician attempted to deploy a 2.25mm diameter x 8mm integrity length otw bare metal stent in the cx vessel. The device was advanced but it could not cross the lesion and it was reported that it was noted to be ¿bent¿ after withdrawing catheter from the patient. A non-medtronic balloon was inflated at the lesion site and a 2.5mm diameter x 8mm length integrity was used to complete procedure. No patient complications were reported.